Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, or something similar. The suggested event is detectable and preventable by handling the device in accordance with the following IFU. Evis exera ii tjf type q180v operation manual includes the detection way in chapter 3 preparation and inspection. Evis exera ii tjf type q180v operation manual includes the preventive measures in warnings and cautions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found corrosion around the forceps elevator, damage on the universal cord, a gap in the adhesive on the cover of the bending portion of the scope, the angulation wires were stretched, and the friction plate was deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii duodenovideoscope had a crack on the distal end of the scope. The issue was found during a therapeutic endoscopic retrograde cholangiopancreatography. There were no reports of patient harm.